Event description:
It was reported that during a stapled trans anal rectal resection, on the second firing the "crunch" was not heard. The device delivered an incomplete staple line; it failed to cut and staple on a section of the staple line. Add'l sutures were used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.